Event description:
Heparin flush 100 unit/ml 5 ml prefilled syringe was measured to compare the actual volume vs. Volume according to prefilled syringe label. The final 1 ml remaining in the prefilled syringe actually contains 1.5 ml / 150 units according to actual measured volume.